Manufacturer narrative:
Based on the information provided, and visual microscope examination, the failure of the implant to osseointegrate was not related to any product defect or nonconformity. Dr. (B)(6) reported that the patient presented with peri-implantitis which was confirmed with x-ray.

Event description:
Dr. (B)(6) said that everything went according to normal protocol; the im was tight in good bone. A few weeks later, patient says im is loose and x-ray showed per-implantitis. Im was removed and patient given antibiotics.